Manufacturer narrative:
The service engineer replaced the caster. Product analysis: although the caster was replaced a power supply for the ventilator was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. The initial report was sent under retrospective summary report, code (B)(4), exemption number: e2017032. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had damaged casters that fell off. The ventilator was not in use on a patient at the time of the reported event.